Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a incorrect pressure valve and the clinician was unable to get correct pressure or was unable to calibrate the pressure gauge. The instant of time is unknown. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on 2022-10-21. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2022-10-18 for the period of 2017-07-01 to 2022-10-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-01. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was a incorrect pressure value and the clinician was unable to get correct pressure or was unable to calibrate the pressure sensor. A getinge service technician (fst) was sent for investigation on 2022-10-21. No part was replaced and the failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were not available, therefore no analysis could be performed. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information due to: - wrong plugged external pressure sensor or disconnection (mix up). - disturbed (emi) pressure sensor. - defibrillator system. - connection of non-capatible senor. - response time is too long. - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The review of the non-conformities has been performed on 2022-10-18 for the period of 2017-07-01 to 2022-10-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-01. Based on the results the reported failure "wrong pressure values" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).